Event description:
It was reported that before use when the balloon was tested, it was observed that the balloon did not deflate, it appeared to deflate slower than usual. It was indicated that the syringe was removed when deflating the balloon. There were no patient complications.

Manufacturer narrative:
The catheter was received with an attached monoject 1.5cc limited syringe and contamination shield. Balloon testing was performed with the returned syringe. Examination revealed that the balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated in 2 seconds without the syringe attached, which is within the allowable specification. Balloon failed to deflate fully with returned syringe attached. All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or the returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was not confirmed and no manufacturing non-conformances were identified during the evaluation. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.